Event description:
It was reported that during first call the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.5lpm. Explained the low flow rate need to be resolved as it was affecting heater capacity. Guided to diagnostics and confirmed inlet pressure (ip) was -7psi. Disconnected and reconnected pad using proper technique, no change. Disconnected and rotated clamp 180 degrees then reconnected. Flow rate (fr) settled at 1lpm, they will call back if they continue to have issues. In second call neonatal intensive care unit (nicu) nurse stated they added a second pad to increase flow rate (fr) and flow rate (fr) continues to dip below 1lpm, flow rate (fr) was 0.8lpm. Had them check fluid delivery line (fdl) and they noted no damage. Reiterated the tubing needs to be straight and unobstructed. After repositioning the tubing, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 1.5lpm. Recommended to check if there was another device available. If this continues to be an issue, they could connect those pads and see how they flow. If they continue to have issue, they will get another device and call them back. Per follow up information received via phone on 08nov2024, it was reported that nurse stated they were unable to share information regarding this patient and was unsure they would be able to find details from a case in (B)(6). Noted the device was still in service and was being used at this moment on a patient so they would assume no further issues occurred. They said it had not gone to biomed march. No pads were kept from this case.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed user related. The root cause of the reported issue is due to the user not connecting the pads with the correct orientation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per IFU: connect arcticgel¿ pads: water flows between the arcticgel¿ pads and control. Module via a fluid delivery line. Each side of the fluid. Delivery line can be placed by the feet or along the lower legs. There are three connectors on each side of the line for a total of six connectors. These will accommodate a full kit of four pads plus a maximum of two optional universal pads for use in larger patients. To connect the arcticgel¿ pads: 1) while holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. 2) if the connectors are not aligned properly, the connectors will not fit or click into place. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.5lpm. Explained the low flow rate need to be resolved as it was affecting heater capacity. Guided to diagnostics and confirmed inlet pressure (ip) was -7psi. Disconnected and reconnected pad using proper technique, no change. Disconnected and rotated clamp 180 degrees then reconnected. Flow rate (fr) settled at 1lpm, they will call back if they continue to have issues. In second call neonatal intensive care unit (nicu) nurse stated they added a second pad to increase flow rate (fr) and flow rate (fr) continues to dip below 1lpm, flow rate (fr) was 0.8lpm. Had them check fluid delivery line (fdl) and they noted no damage. Reiterated the tubing needs to be straight and unobstructed. After repositioning the tubing, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 1.5lpm. Recommended to check if there was another device available. If this continues to be an issue, they could connect those pads and see how they flow. If they continue to have issue, they will get another device and call them back.